Manufacturer narrative:
(B)(4).

Event description:
The customer reported experiencing application restarts/reboots every time they attempted to discharge a patient at the information center ix. The issue occurred after january 1 2018. There was no patient incident.